Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Extended investigation and visual inspection has been performed on the returned de-cased sensor. Observed sensor state 6 with event log 21, the observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The returned battery was measured and results were within specification. Therefore, this issue is confirmed to brownout reset. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced confusion and speech difficulty and was unable to self-treat, requiring third-party administration of glucose gel for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.